Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as a pericardiocentesis was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was performed. A steerable guide catheter (sgc) and a mitraclip xt were inserted without issues. However, while placing the mitraclip xt, a pericardial effusion was observed. Therefore, the procedure was discontinued. To treat the pericardial effusion, a pericardiocentesis was performed. There were no clinically significant delay in the procedure.